Event description:
Physician gained vascular access through a venous fistula utilizing the outbound tract. Vessel had arterialized pressure. Venograms were performed times two. An occlusion of the subclavian vein was visualized by the venogram. Attempts were made by physician to recannulize the occluded vessel. Physician asked for a .038 cm stiff shaft glidewire to attempt re-opening the occluded vessel. The distal tip of the stiff shaft glidewire has an angled tip and is semi-flexible. The proximal end of the glidewire is very stiff, and relatively inflexable.the angled tip of the glidewire was inserted into the long sheath introducer. Attempts to cross the occlusion was not successful. The physician then turned the glidewire around, and inserted the proximal stiff end into the introducer and attempted to cross the lesion.it was noted that the wire perforated the blood vessel. The physician upon seeing the issue, removed the wire and cancelled the procedure. Vital signs according to the nurses and technicians involved in the case remained stable. The patient was returned to the nursing unit for post procedure observation and care. It is questionable if the use of the wire was appropriate following manufacturer guidelines for use.upon review of package literature, and talking with the manufacturer territory sales representative, there is no documentation suggesting that the proximal end of the guidewire cannot be utilized during the procedure. It falls to the judgment of physician to determine appropriate use of the wire.what was the original intended procedure?fistulogram with attempt at crossing central vein occlusion and catheter insertion, right brachial vein to subclavian vein.device #1is this a laboratory device or laboratory test?no.